Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. Multiple good faith effort (gfe) attempts were made and documented, but additional accessory return information could not be obtained.

Event description:
The patient reported exposed and frayed wires of the power cord. The power cord was replaced and there were no adverse consequences reported by the patient.